Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 14 april 2020: lot 1907565: (B)(4) items manufactured and released on 2-oct-2019. Expiration date: 2024-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
One month and a half after the primary during a post-op visit, the surgeon noticed the patient's patella was dislocating laterally. The cause of the dislocation is unknown. The surgeon revised the medacta sphere femur cemented left s4 + with a medacta sphere femur cemented left s4 and the medacta gmk sphere cr tibial insert s4l 11mm with a medacta gmk sphere cr tibial insert s4l 12mm. The surgery was completed successfully.